Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a reaction that consisted of a rash with redness, inflammation, blisters and a scar at the sensor patch adhesive. The patient had itching and burning sensations in the area. The scar was present more than 3 months after the skin reaction occurred. No additional patient or event information is available.